Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the mid left anterior descending (lad) artery with two xience v stents (2.5 x 23 and 2.5 x 18) and in the restenosed, first obtuse marginal artery with one xience v stent (2.75 x 15). On (B)(6) 2011, the patient was re-admitted with chest pain and was found to have an acute myocardial infarction (mi). The patient underwent an angiogram and subsequent percutaneous coronary intervention (pci) in the lad with a long, mid to distal segment with discrete 90% in-stent restenosis just after a diagonal branch. The non-target distal left circumflex artery also had 90% in-stent restenosis and the first obtuse marginal artery was also treated via pci. The patient was discharged on (B)(6) 2011 and re-admitted on 4/29/2011 with chest pain. There was no further intervention performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 2.5 x 18 and 2.5 x 23 mm xience v. Other: aspirin, clopidogrel. The rx xience 2.5 x 23 mm xience v is being filed under a separate manufacturer report number. The stent remains in the patient. There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the 2.75 x 15 mm xience v stent was implanted via direct stenting to treat in-stent restenosis, it should be noted that the xience v IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter for the vessel/lesion to be treated. The xience v IFU also states: the xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. The direct stenting and use in restenosis does not appear to have directly caused or contributed to the reported patient effects that occurred thirty months after the index procedure.